Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after running out of insulin, changing infusion supplies, and eating breakfast, with the dexcom cgm showing elevated glucose and a steady trend; the event was attributed by the caller to a potential infusion site placement issue leading to poor insulin absorption, and the user administered a corrective insulin injection. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no hospitalization, and return of glucose to range later that day. Investigation included user interview and troubleshooting with education on site placement and absorption. Investigation of this case revealed no device alarms and no device malfunction reported, with the issue consistent with infusion site absorption problems. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.